Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. Based on the results of the investigation, it was confirmed that brown liquid was ejected from air/water channel, but the foreign material could not be identified as well as the cause of the residual foreign material. Reprocessing could not be completed due to leakage at distal end. However, in the reports ¿145p-3914,145p-3915,145p-3916,066-3255¿, the reprocessing performance of the device is secured by appropriate reprocessing in accordance with IFU (cleaning /disinfection /sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suggested event can be detected and prevented by handling the device in accordance with the following IFU: instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection shows how to detect the event; instruction manual gif/cf-170 series reprocessing manual 3.3 precleaning 3.5 manual cleaning shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was unidentified material was found ejecting from the air and water channel. This finding was due to a cumulative residue inside the channel as a result of insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the expected insulation capacity could not be obtained due to a cut on the heat shrinking tube of the lock engagement lever. It was also observed that the play knob in all directions were out of the standard value due to wear of the angle wire. It was observed that the light guide lens had a crack. Lastly, it was observed that the connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the colonovideoscope had bubbles coming out of the distal end. There was no patient/user harm or injury reported due to the event.